Event description:
It was reported to philips that the device failed to acquire a 4 lead ECG and that the monitoring connector is damaged. It was reported that the alleged failure was observed while in use on a patient. The customer reported a delay in patient care but did not result in any patient harm.